Event description:
Complainant alleged that while attempting to monitor a patient who was in a bradycardic rythm, the device was unable to detect an ECG rythm. Complainant indicated that the clinician obtained another devie to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.